Event description:
An occlusion alarm was reported. There was no adverse impact to the customers blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and then resumed insulin delivery. The customer declined additional assistance and reverted to manual dose injection.